Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms, as well pump resets on (B)(6) 2025 that appear to be due to full battery depletion; however, a specific cause for the battery depletion and low flow alarms could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025 ¿ (B)(6) 2025, until the controller clock was reset to the default timestamp. On (B)(6) 2025, the file captured events consistent with full battery depletion resulting in a pump stop; the battery depletion is further addressed under the controller investigation. After the system controller was re-connected to the power module, the pump ramped up to the stored patient speed without issue. Prior to the pump stop, several low flow events were captured, with only one of these events persisting long enough to result in a transient low flow hazard alarm on (B)(6) 2025. After the pump stop event was resolved, intermittent low flow alarms were captured for the remainder of the file, the longest of which persisted for approximately 12 minutes. Additionally of note, review of the left ventricular assist device (lvad) event log file revealed an additional pump stop event on (B)(6) 2025 that was not captured in the controller event log file's timeframe. Review of the controller periodic log file revealed low power advisories followed by a no external power event just prior to this pump reset, indicating that the reset appeared to have been related to full battery depletion that resulted in a pump stop. No other notable events or alarms were captured, and the pump appeared to be operating as intended before and after the pump stop events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency room in cardiac arrest and inadequate power sources. The patient had passed away. Log files were sent for review. The event log captured low voltage advisory and a few voltage hazard events on battery power on 15sep2025 at 03:55 through 04:20 then the patient changed to charged batteries. Also noted a lone low flow event on 15sep2025 at 03:56 with flow noted at 2.0. This looked to be patient related as this was associated with elevated pulsatility index (pi) values. Further low voltage advisory events on battery power noted on 16sep2025 at 00:59 which progressed into low voltage hazard events on 16sep2025 at 03:28. Battery power depleted on (B)(6) 2025 at 04:51 which enabled the emergency backup battery (ebb) in the system controller and ran the ventricular assist device (vad) at the low limit of 5200 rpm until the ebb depleted as well on (B)(6) 2025 at 06:48 resulting in the vad turning off. The time the vad was off was unable to be determined due to the timestamp being reset to (B)(6) 2000 once the power was restored to the vad. The cause of death was stated to be chronic heart failure. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.